Event description:
Boston scientific received information that this product was part of a system revision due to infection. This left ventricular (lv) lead had fractured during the laser lead extraction and a part of the lead remained in the patient's heart as the physician experienced removal difficulty. This lv lead is no longer in service. There were no additional adverse effects reported.

Manufacturer narrative:
(B)(4). The lead was destroyed during the explant procedure and will not be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.